Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for continuous ambulatory peritoneal dialysis (capd) and automated pd (apd). On an unreported date in 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. Treatment was not reported. Outcome for the peritonitis was unknown. Action taken with dianeal therapy was not reported. The nurse did not provide an assessment of causality for the peritonitis in relation to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.